Event description:
During a lap cholecystectomy procedure, the surgeon placed the device with a resuable clip applier. The pt had to be resubmitted into hosp in two instances on the 7th and 8th of february for follow up surgery. The surgeon stated that in both cases the clip applied loosened.